Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error during rewind. Alarms were noted during in the alarm history of the device. Customer's blood glucose was normal and no numerical value was provided. The device is not returning for analysis.